Event description:
It was reported that the pt had meningitis symptoms following the pump implant. The pt's health care provider was going to take out the distal end of the catheter and leave the catheter in. A revision was scheduled for a later date. It was reported that the exact symptoms were not known. It was not confirmed with the pt actually had meningitis, or if the pt just had similar symptoms. The distal catheter was removed on (B)(6), 2011. It was later reported that the pt had an infection. The intrathecal section of the catheter was removed and the pump was programmed to run at the minimum rate. A new intrathecal portion of the catheter was scheduled to be implanted. The drug used in the pump at the time of the event was bupivacaine. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).